Manufacturer narrative:
The customer reported a known signal loss issue that is "constantly" occurring on this unit. The customer requested an nk tech on-site to troubleshoot the issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported a known signal loss issue that is "constantly" occurring on this unit (org). There was no patient injury reported